Event description:
This is a report of a patient with peritonitis coincident with unreported solutions for peritoneal dialysis (pd). Hospitalization and treatment details were not reported. The patient completely recovered from this peritonitis event. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Therefore, this condition was not confirmed. The assignable cause could not be determined. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.